Event description:
Reporter alleged, segments were missing from the display in the number result of the compact plus system. Reporter discovered the alleged display issue when she called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.